Manufacturer narrative:
The insulin pump was received with missing segments due to a cracked connector at the liquid crystal display board. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratches to the display board.

Event description:
It was reported that the customer had a partial display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer's mother said that the insulin pump has a gray line that goes through the middle of the screen and distorts numbers. The troubleshooting was performed. The customer was advised the insulin pump will need to be replaced. The customer was advised to revert to back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.